Event description:
On (B)(6) 2019, during our tka the saw blade came loose during the cut with the angled saw attachment on the distal cut. This had created a 1-2mm difference in cut on each condyle. We tightened the blad and tried to clean up the cut. We noticed that as we cut, the top of the attachment was spinning and the blade became loose again. The tech tightened it at this point with the wrench. We were able to cut the posterior chamfer cut without difficulty. We completed the case without any other incident. Case on (B)(6) the doctor used a little bone graft to fill in the deficit on the condyle. Case on (B)(6) is captured on (B)(4). Case type: tka. Did the blade fall out of the handpiece during cutting? As per the mps: "the blade did not totally fall out it had come loose but was still in place. So when it was placed on the bone to do the cut it was angled enough to cut more bone. It was not noticed until cut was complete and the saw a difference in the amount of bone taken." Update: "there are no photos or video on this complaint. There was a less than 10min delay. Case was completed robotically."

Manufacturer narrative:
Reported event: it was reported that during a tka, the saw blade came loose during the cut with the angled saw attachment on the distal cut. This had created a 1-2mm difference in cut on each condyle. The blade was tightened and tried to clean up the cut. It was noticed that during the cut, the top of the attachment was spinning and the blade became loose again. The tech tightened it at this point with the wrench. The surgeon was then able to cut the posterior chamfer cut without difficulty. Product evaluation and results: functional inspection: shows that turning the knob produces no movement from the blade clamp. The failure mode is confirmed. Visual inspection: shows that the cap pin is broken, the cam pin is bent, and the ratcheting housing is loose. See attached picture. There are also marks on the knob from where the wrench makes contact. Dimensional inspection: not performed as the item has been used and the dimensions and tolerances on the print are no longer accurately represented by the part. Material analysis: not performed as the failure is consistent with excessive force applied by the wrench. Product history review: review of the device history records indicate (B)(4) devices were manufactured and (B)(4) devices were accepted into final stock on 3/13/2017. A review of qt17-03-0045 revealed that the non-conformance is not related to the failure alleged in this compliant. Complaint history review: a review of complaints related to p/n: 212480, lot number: 35040217 shows 10 additional complaint(s) related to the failure in this investigation. Complaint # (B)(4). Conclusions: the complaint of the blade not loosening was confirmed. The source of the problem is the cap pin is broken, the cam pin is bent, and the ratcheting housing is loose. The issue was observed during the case but caused no harm to the patient and the case was completed successfully. Corrective action/preventive action: a review of stryker¿s nc/CAPA database indicated there have been no ncs or capas associated with the product and failure mode reported in this event.

Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
On (B)(6) 2019, during our tka the saw blade came loose during the cut with the angled saw attachment on the distal cut. This had created a 1-2mm difference in cut on each condyle. We tightened the blad and tried to clean up the cut. We noticed that as we cut, the top of the attachment was spinning and the blade became loose again. The tech tightened it at this point with the wrench. We were able to cut the posterior chamfer cut without difficulty. We completed the case without any other incident. Case on (B)(6) the doctor used a little bone graft to fill in the deficit on the condyle. Case on (B)(6) is captured on (B)(4). Case type: tka did the blade fall out of the handpiece during cutting? As per the mps: "the blade did not totally fall out it had come loose but was still in place. So when it was placed on the bone to do the cut it was angled enough to cut more bone. It was not noticed until cut was complete and the saw a difference in the amount of bone taken." Update: "there are no photos or video on this complaint. There was a less than 10min delay. Case was completed robotically."